Event description:
It was reported, prior to the generator change procedure. The right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.